Event description:
It was reported by the affiliate during a colectomy procedure that the surgeon placed the instrument on the tissue, but the anvil could not be fixed. It was turning and the instrument could not be used. They used another like device. There was no adverse patient consequence.